Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, regarding the event that the image does not come out in combination with the 180 scope, there was a design change to the dr board implemented on (B)(6) 2018. It was confirmed that the design of the operational amplifier (op-amp) circuit of the dr board was changed. Devices included in this design change have been shipped on or after (B)(6) 2018. The subject device of this report was manufactured prior to the design change (see h4). Based on the results of the legal manufacturer's investigation, the phenomenon was likely caused by the failure of the op-amp.

Event description:
A user facility reported to olympus that there was an "image issue when using the pigtail video adapter" with the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Testing of the returned unit found no image was produced with olympus series 180 scopes due to a faulty ap and dr patient board set. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.